Manufacturer narrative:
D4: UDI corrected. Manufacturer's investigation conclusion: the report of pump stoppages due to the pump stop button being pressed on the system monitor was confirmed based on the submitted log files. The customer reported that the pump stop button was accidentally pressed while the button was overlayed with another button on the system monitor screen. Review of the submitted log files confirmed two pump stops less than 10 seconds apart on 19feb2024, each resulting from the pump stop button being pressed. The log file showed the pump operating as intended at the set speed before and after the events. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas instructions for use (IFU) contains information on all system controller alarms and how to resolve them. The system monitor section of the IFU explains how to set up and use the system monitor. This section includes information on the pump stop button. This section explains that if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. The alarms and troubleshooting section of hm3 lvas patient handbook provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an issue with an accidental pump stop button being pressed twice. It was reported that both pump stops were for the same reason, and an image of the system monitor with a glitch and overlapping buttons was provided. Log files confirmed two intentional pump stops on 19 feb 2024 at 4:37:48 and 4:37:54. During these events, the pump was off for 1-2 seconds. The system monitor was taken out of service.